Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20 mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.00 mm in diameter left anterior descending (lad) artery. After a 3.5 6f extra backup (ebu) guide catheter and non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2 x 10 mm non-bsc balloon catheter, leaving 70% residual stenosis in the lesion. A 3.00 x 20 synergy¿ drug-eluting stent was then deployed in the lad. However, just after the deployment, a dissection was noted proximal to the stent. A 3.00 x 12 synergy¿ drug-eluting stent was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.